Manufacturer narrative:
This product is contract manufactured for keystone dental by integra lifesciences. Keystone dental has an exclusive license to sell the dynablast product for dental applications from integra lifesciences, the developer of the product. No additional complaints from this lot were identified during a review of keystone complaints database. Integra performed a detailed review of the manufacturing records and verified that product was manufactured and released in accordance with the product specifications. Integra's review included the batch records, tissue bank donor record, demineralization record, and sterilization record. There were no anomalies found within these records. A review of the sterilization certificate of processing verified that the product was sterilized on (B)(6) 2012, in load 12h02 and was sterilized from dose 28.4 kgy to 30.9 kgy. The product was sterilized within specification of min dose 25.0 kgy to max dose 35.0 kgy. Sterigenics certifies the materials (products) received the indicated doses within the precision and accuracy of the dosimetry system employed. This product was sterilized to a sterility assurance level (sal) of 10-6. Keystone dental's investigation did not reveal any manufacturing or sterilization issues. The root cause of this incident could not be determined. Keystone dental considers this investigation closed. (B)(4).

Event description:
The clinician contacted keystone dental on (B)(6) 2013 and reported that a pt complained of a burning sensation immediately after placement of dyanblast paste. The graft was place done (B)(6) /2013, after immediate extraction at fdi-iso dental site 24. The pt returned for a one week post op visit on (B)(6) 2013 still complaining of burning. Examination revealed the surrounding area was red and sore. The implant and graft were removed.